Event description:
It was reported by the clinical coord that "we had difficulty passing the 40cc balloon through the sheath." A request was made for more info.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.